Event description:
Additional information received from the health care professional (hcp) reported that the lead broke during extraction. This occurred intra-operatively. The patient experienced no symptoms related to the reported event. There were no actions/interventions taken to resolve the issue. There was a lead failure. The correct extraction technique was used but it broke anyways. The issue was not resolved. The patient wanted to know what the specific risk would be if he got an MRI now. The patient's spine specialist said that he needed an MRI. The patient wanted to know what would happen if he got it.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a manufacturer representative via a physician regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the physician was removing the system because the patient needed an MRI. During the explant surgery, the lead was reported to have fractured, with the distal electrode fragment remaining in the tissue. Additional information has been requested regarding patient symptoms, actions, cause and outcome. If additional information is received, a follow-up report will be submitted.